Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 between 6:30 ¿ 7pm she obtained readings of ¿355, 161 and 156mg/dl¿ on the lfs meter. The patient reported using self adjusting insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 hour and 15 minutes later she developed symptoms of ¿faint, sweaty and disoriented.¿ the patient reported on 06/23/2013 shortly after 8pm, she had something to eat or drink as treatment. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.